Event description:
Foot/ankle surgery in 2008. Pt alleges thermal injury with use of kodiak motorized cold therapy unit. A multi-use pad was applied instead of a foot/ankle pad intended for surgery of this type. Legal service was notified of this pt's injury. Discovery is just beginning, and further info will be provided if and as it is available